Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised for pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 09/12/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort and elevated ions.

Manufacturer narrative:
Corrected: pt identifier. Added: report date, describe event or problem, other relevant history, date received by MFR. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update -09/14/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the medical records confirm laterality was right side and that the patient had a fall on (B)(6) 2007. The revision surgery notes report that there was severe postoperative scarring of the right hip without any obvious metal reaction. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
UDI: (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.